Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s post-operative CT scan showed a brain bleed. It is believed the lead placement procedure cause the issue. The surgeon notified the rep on (B)(6) 2019 and told stage 2 implant would be postponed until further notice. The issue hasn¿t resolved. There were no further complications reported.